Event description:
(1/2 reference (B)(4) for related complaints) (documenting first event) per medwatch mw5107730: spontaneous: patient reporting a pump malfunction. She stated that while the pump was in use, it gave her the low battery beep alerted. No patient injury.